Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart arrhythmia from (B)(6) 2018 to (B)(6) 2018 with blood glucose of 800 mg/dl. The customer had experienced the symptoms such as had hallucinations. The customer reported that they had respiration for 4 days of the 7. Troubleshooting was not done for high blood glucose. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The customer was not on the insulin pump during hospitalization. The insulin pump will not be returned for analysis.